Event description:
Cautery pencil resting on pt at beginning of obstetrical procedure. Obstetrical technician smelled smoke - moved a wet sponge and noticed pencil was on (hot) and was burning wet sponge. No one had activated the pencil. Situation brought under control - no further fire or problem. Pencil was given to sales representative 7/1/98. Facility is using other esu pencils until report is received from maxxim.